Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns of the rate of the accelerometer (xl) rate response feature of this pacemaker device. Ts assisted the hcp with device programming optimization. The pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted for an unknown product anomaly and replaced with a new non-boston scientific device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns of the rate of the accelerometer (xl) rate response feature of this pacemaker device. Ts assisted the hcp with device programming optimization. The pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted for an unknown product anomaly and replaced with a new non-boston scientific device. No additional adverse patient effects were reported.